Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 -08.00 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. Excessive vaulting was noted and on (B)(6) 2015, the lens was explanted and exchanged for a shorter length lens. This resolved the problem. Patient's last office visit on (B)(6) 2015, ucva: 20/20.